Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2015 with the following findings: the black box shows a por on (B)(6) 2015 15:14. When pump was powered back on the time/date was set incorrectly to (B)(6) 2015 03:21. A timekeeping accuracy test was performed. The pump maintained time accurately during 5 day duration test; however when pump was left without power for 1hr and pump was powered back on it had returned to the default time/date 12:00am 1/1/2007. The tdd¿s add up correctly and reflects the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (time loss/gain) issue. The time loss/gain was greater than five minutes/month. The patient had a blood glucose ranging from 400-520mg/dl. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged time loss/gain issue.